Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/21/2020. Additional information: d10, h4, h6. A manufacturing record evaluation was performed for the finished device lot peh620, and no non-conformances were identified. Additional h3 investigation summary: it was received for analysis an opened box with unopened samples. The complaint sample was not returned for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an anastomosis procedure on an unknown date and suture was used. It was reported that the needle separates from the suture during tissue passage. Surgery was completed with same like product from different lot. No delay in surgery. There was no adverse patient outcome reported.